Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. Electrical testing found no anomalies. A longevity calculation was performed and found the battery depletion was within normal limits.

Event description:
It was reported the asymptomatic patient presented in clinic for follow up. Interrogation of the implantable cardioverter defibrillator (ICD) showed potential premature battery depletion. The ICD was explanted and replaced. The patient was stable.